Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported rupture. Healthcare professional later reported capsular contracture, baker grade unknown, and calcification. This record is for right side. Device has been explanted and replaced.

Event description:
Per inv-77875 - a non-abbvie device was received. Record will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.